Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 7.0, lab: 1.8. Patient had been on coumadin for a few weeks but caller was unsure if there had been any heparin therapy. Patient's therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio meter = 7.0 inr, reference = 1.8 inr, mean = 4.40, confidence limits = 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Therapeutic donors were tested using retain strips, in-house meters and sysmex. (B) (4). Summary: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are outside the confidence limits for inr testing. No product is expected to be returned. Retain strips (216971 / dz0l9) were tested with therapeutic sample. Test results were compared to the results of sysmex. Product deficiency was not established in retain strips. There is insufficient information to determine the root cause. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 216971 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further investigation will be pursued. As of 02/24/2010, 4 discrepant results complaints were reported for lot # 216971 / dz0l9 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for correction action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted.